Event description:
Related manufacturer report number: 3006705815-2021-04998. It was found during ipg replacement procedure that the patient's lead had migrated. As result, the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.